Manufacturer narrative:
(B)(4).

Event description:
The pump was infusing only morphine until (B)(6) 2011. At that time, bupivacaine (1.2 mg/ml) was added to the pump with the morphine (7.5 mg/ml). On (B)(6) 2011, the patient came to the hospital to change the dose because the patient did not feel very well. On interrogation, the pump showed that multiple motor stalls with recoveries had occurred beginning on (B)(6) 2011: 22.48 - motor stall occurred; (B)(6) 2011: 01.37 - recovery occurred. On (B)(6) 2011: 03.49 - motor stall occurred; (B)(6) 2011: 04.08 - recovery occurred. On (B)(6) 2011: 02.33 - motor stall occurred; (B)(6) 2011: 02.44 - recovery occurred. On (B)(6) 2011: 15.06 - motor stall occurred; (B)(6) 2011: 15.29 - recovery occurred. On (B)(6) 2011: 20.59 - motor stall occurred; (B)(6) 2011: 22.20 - recovery occurred. On (B)(6) 2011: 04.46 - motor stall occurred; (B)(6) 2011: 05.19 - recovery occurred. On (B)(6) 2011: 07.21 - motor stall occurred; (B)(6) 2011: 07.36 - recovery occurred. (B)(6) 2011: 09.42 - motor stall occurred; (B)(6) 2011: 12.03 - recovery occurred. No similar logs had been recorded before (B)(6) 2011. X-rays did not show evidence of catheter kinking. No emi had occurred. For the moment, the physician had not decided whether or not to replace the pump. There was reported to be patient injury. Additional information has been requested, a follow-up report will be sent if additional information becomes available.